Event description:
It was reported that the patient went in for a check up and it was found that the humeral nail had receded about 10mm. The fracture had healed, surgeon removed nail. No unusual circumstances.

Manufacturer narrative:
Evaluation summary: evaluation revealed that the locking screw did not contribute to the event, therefore it was classified as concomitant item.

Event description:
It was reported that the patient went in for a check up and it was found that the humeral nail had receded about 10mm. The fracture had healed, surgeon removed nail. No unusual circumstances.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.